Event description:
It was reported that the pt underwent acl repair surgery and the drain was inserted into the joint cavity. Two days post-operatively, the drain was removed without noted incident. Approximately one week later, an x-ray was taken and it was discovered that the drain had broken and remained in the pt's joint cavity. The pt underwent another surgery to remove the piece of drain material.